Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting pump but the error recurred. Customer reverted to an alternate method of insulin therapy.